Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6), 2004, the plaintiff was implanted with an ams infast sling. It was alleged that as a result of the implant the plaintiff has, "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo future medical treatment and procedures," and other damages.